Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device plate columbia ag 5prct sb 90mm. Catalog number 221263 which is a preamendment device. Investigation summary: event description: the customer reported agar falls out of the plate, some contaminations and broken petri dishes. Complaint history review: the complaint history was reviewed and similar complaints were reported for broken petri dish and media fallout; but no trend was identified for those failure modes. However a trend was identified for the failure mode contamination. Therefore, a mrb (material review board) was performed and this issue will be investigated within a CAPA (corrective and preventive action). Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and the complained issues could be observed on the plates. Picture illustrating the issues media fallout and broken petri dish were shared but no picture illustrating the contamination issue evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. (B)(4). Broken petri dish: the damage can occur during the transport or storage; however the root cause could not be determined. Media fallout: plated media formulations consist of approximately (B)(4) water. Therefore, it is expected that there will be some normal water loss during the storage and usage of the product, resulting in media fallout. The severity of this issue can be further increased by temperature excursions. Investigation conclusion: based on the evaluation above, the shared pictures and the CAPA that was performed for the contamination issue, the complaint can be confirmed. Bd will continue to monitor incoming complaint for this issue.

Event description:
It was reported that prior to use, 120 plate columbia ag 5prct sb 90mm plates were contaminated. The following information was provided by the initial reporter: the agar was contaminated.